Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 464 mg/dl. The customer was treated with injection. Customer was neither in emergency room nor admitted into hospital as a result of high blood glucose level. Customer did not allege insulin pump was under delivering and auto mode feature was not active at the time of event. Hardware low level failure alarm was occurred during self test. Customer was able to clear the alarm and able to complete rewind. Another self test was performed and it was passed. There were no leaks or air bubbles. The insulin pump passed the high-pressure test. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The insulin pump will not be returned for analysis.